Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that there was an issue with the guide wire being inserted from the product. Upon removal of the guidewire from the dialysis catheter, following the insertion into the femoral vein, the guidewire broke. The guidewire unraveled yet did not break entirely. Initially, it was unclear if there was a retained piece of the guidewire in the vein. The patient had to be sent for x-ray to determine if any pieces remained in the patient. Portable pelvic x-ray did not show any returned radiopaque foreign bodies. The catheter was removed.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.